Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/20/2017 with the following findings: during investigation, the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored screen. This report is made based on results of investigation completed on 06/20/2017.